Manufacturer narrative:
Patient information is not available for reporting. Device remained implanted; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during a surgery performed on (B)(6) 2018 the matrix screw has passed directly through a matrix orthognathic mandible plate. It was the correct plate and screw combination. This resulted in the plate and screw construct not being secured adequately. The screw fell into the soft tissue resulting in the need for x-ray to be used to locate the screw and the suction to be drained. Screw located by x-ray in wash and not in patient. The total surgical delay was approximately 20 minutes. The plates and screw have remained in the patient. Procedure was completed successfully with no patient consequences reported. This report is for one (1) ti matrix curved sagittal split plate/6 holes/10mm bar. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted for part: 04.511.403s, lot: l727233: manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 15. Jan. 2018, expiry date: 01. Jan. 2028: device was first manufactured unsterile under the lot l679328 in mezzovico and all parts of this lot were sterilized afterwards. As this complaint is neither packaging nor sterilization related only the manufacturing documents of the unsterile device 04.511.403 with lot l679328 were reviewed: the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H11 corrected data: a1: patient identifier is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.